Manufacturer narrative:
(B)(6). D4: requested serial number and UDI, information is not available at time of report. Analysis was performed by a philips field service engineer (fse), who went onsite and inspected the system behavior and accessed the pic ix to conduct a deeper investigation into the reported issue. Upon review, the fse found that many monitors are no longer seen by their respective control panels. It was stated that these devices are missing the ip address. Once the dhcp service is not deployed, a fixed address is set on each monitor, thus restoring the network connection and the display of the parameters on the respective monitoring stations. Since the problem affected all the departments connected to the server, the aforementioned changes were made in all the monitors of ICU, resuscitation, emergency medicine and high medical intensity. Based on the results of the analysis, the cause of the reported problem was the internet protocol. The issue was resolved by updating the ip addresses on each monitors. No further problems were found and the system was restored to use at the customer site.

Event description:
Philips received a complaint on patient information center ix indicating that the pic ix system that the control room is unable to communicate with 4 sleeping stations. The device was in clinical use at time of event, no adverse event was reported.